Event description:
The device was returned to the service center for a report from the customer contact that the device "alarm cassette." This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller pin was broken. The customers complaint of alarming cassette was confirmed. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.